Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Model #/lot #: since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was posthysterectomy vaginal vault prolapse with enterocele, rectocele and paravaginal defect. The procedure performed was an anterior and posterior colporrhaphy, vaginal repair of enterocele, vaginal and paravaginal repair, vaginal uterosacral colpopexy, and intravaginal slingplasty tunneler vaginopexy. The patient returned for a visit on (B)(6) 2005. The patient had bright red spotting that was persisting. A clinic note was created on (B)(6) 2005. The patient had a persistent bed of granulation tissue in the apical posterior midline. The patient returned (B)(6) 2006 for abdominal pain and abdominal liver tests. The patient returned for an office visit on (B)(6) 2008. The patient was seen with bloody vaginal discharge. The exam demonstrated erosion of one of her sutures from her vaginal reconstruction. It was excised and the granulation area was treated with silver nitrate. On (B)(6) 2008 the patient returned for an office visit. The patient was having some vaginal bleeding. The patient returned for an office visit on (B)(6) 2009. The patient had intermittent bleeding. The exam demonstrated an area of persistent granulation. The patient underwent an additional procedure on (B)(6) 2010. The preoperative and postoperative diagnosis was vaginal mesh exposure. The procedure performed was an examination under anesthesia and revision and excision of vaginal mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.